Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one month postoperatively, the patient experienced a "thumping" in their chest and an allergic reaction due to a right atrial (ra) lead dislodgement. An x-ray during a follow-up appointment confirmed the dislodgement. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.